Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, episodes of undersensing were observed on the device. Reprogramming is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.